Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What are the product code and lot number of the suture used?

Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2018 and suture was used. The suture broke with very little pressure applied to it. A suture with a different lot # was used. There were no adverse patient consequences reported.